Event description:
It was reported that the rotational cover of the c-arm detached and was hanging. There was no patient harm or serious injury. The available information suggests that there is a remote probability that this malfunction can lead to death or serious injury if the reported issue were to recur. Therefore, philips assessed this complaint as reportable. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnosis of planned coronary procedure and the procedure was slight delay. It was reported that the l-arm cover was detached. The philips field service engineer (fse) inspected the system onsite and confirmed that the cover was knocked off by a technician that was moving a boom arm with a surgical lamp. Upon troubleshooting, fse found that the retaining chain was caught in the boom arm and the small chain retaining clip was pulled open far enough for the chain to slip off, allowing the cover to fall down and the chain did not break. To resolve this issue, fse tightened the chain and reattached the l-arm cover. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnosis of planned coronary procedure and the procedure was slight delay. It was reported that the l-arm cover was detached. The philips field service engineer (fse) inspected the system onsite and confirmed that the cover was knocked off by a technician that was moving a boom arm with a surgical lamp. Upon troubleshooting, fse found that the retaining chain was caught in the boom arm and the small chain retaining clip was pulled open far enough for the chain to slip off, allowing the cover to fall down and the chain did not break. To resolve this issue, fse tightened the chain and reattached the l-arm cover. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.